Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a bent terminal contact inside the receptacle board. Replacement of the receptacle board was required in order to resolve the problem. The investigation is ongoing and a definitive root cause of the problem cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that when the camera was inserted into the olympus, model cv-190, video system center connector, the pins were observed bent and a flickering image was present. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: e2, e3, g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the image was interrupted due to wear or bending of the pins in the video connector. It has been more than six years since the device was manufactured, and wear is likely due to repeated use over time, or unintentional application of an excessive load to the video connector. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not touch the electrical contacts inside the video system center's connectors." "Do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.". Olympus will continue to monitor field performance of this device.